Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing irritation on her back that was exacerbated by the lifevest. The irritation was described as being "red and itchy, with open blisters that bled from time to time". Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.